Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was unable to be interrogated by the remote monitor. The remote monitor was replaced and the ICD remains in use. No patient complications have been reported as a result of this event.